Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 1.0, 38.0, 60.0, and 77.0 cm from the proximal end. The embolization coil was severely damaged and detached from the pusher assembly. A fractured segment of the stretch resistant (sr) wire and the pull wire were extending from the distal detachment tip (ddt), and the proximal constraint sphere was present in the ddt. Conclusions: evaluation of the returned device revealed the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully withdrawn against resistance, damage such as this may occur. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coils. During the procedure, a ruby coil was advanced through another manufacturer's microcatheter about three fourths of the way into the vessel until the physician felt that it was not advancing anymore and decided to remove it. While removing the microcatheter and ruby coil, the physician noticed that a portion of the coil was unraveling. The physician continued pulling the microcatheter until the ruby coil was completely out of the patient. The procedure continued using another manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.